Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of endometrial disorder, paratubal cyst and perineal pain on (B)(6) 2022, leiomyoma on (B)(6) 2022 and obesity. Concurrent conditions were listed as pelvic adhesions, urinary incontinence and pelvic pain since (B)(6) 2022 and uterine prolapse. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 3221 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic hysterectomy bilateral salpingectomy collopsacralpexy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 32.861 kg/sqm. [Pathology test] on (B)(6) 2022: diagnosis: right fallopian tube, salpingectomy: fallopian tube tissue, including fimbria, showing para tubal mesonephric duct remnants and congestion. No evidence of malignancy. Left fallopian tube, salpingectomy: fallopian tube tissue, including fimbria, showing two benign para tubal walthard rests (cystic and solid) and para tubal cysts (3). No evidence of malignancy. Uterus, supracervical hysterectomy: disordered proliferative endometrium. Leiomyomata (4), submucosal and intramural (0.3 up to 1.0 cm). No evidence of malignancy, dysplasia, hyperplasia, increased mitotic activity or increased cellularity. Specimen source: a right fallopian tube b left fallopian tube c uterus. Clinical information: pelvic and perineal pain. [Ultrasound pelvis] on (B)(6) 2022: history: excessive and frequent menstruation impression: abnormal ultrasound. There is a 1.8 cm endometrial mass coming off the anterior wall of the endometrium and in anteverted uterus. It¿s in the upper border of the endometrial cavity. The mass may be a prolapsed necrotic submucosal leiomyoma. According to bayer qa, the lot number a67119 is invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-nov-2023: update of information (batch is invalid). An invalid lot number was received in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 3195 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 20-may-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted (lot no. A67119) for female sterilisation. The patient had a medical history of endometrial disorder, paratubal cyst, perineal pain and leiomyoma in 2022 and obesity. Concurrent conditions were listed as pelvic adhesions, urinary incontinence and pelvic pain since 2022 as well as uterine prolapse. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (robotic hysterectomy bilateral salpingectomy collopsacralpexy done on (B)(6) 2022). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 32.861 kg/sqm. [Pathology test] on (B)(6) 2022: diagnosis: right fallopian tube, salpingectomy: fallopian tube tissue, including fimbria, showing para tubal mesonephric duct remnants and congestion. No evidence of malignancy. Left fallopian tube, salpingectomy: fallopian tube tissue, including fimbria, showing two benign para tubal walthard rests (cystic and solid) and para tubal cysts (3). No evidence of malignancy. Uterus, supracervical hysterectomy: disordered proliferative endometrium. Leiomyomata (4), submucosal and intramural (0.3 up to 1.0 cm). No evidence of malignancy, dysplasia, hyperplasia, increased mitotic activity or increased cellularity. Specimen source: a right fallopian tube b left fallopian tube c uterus. Clinical information: pelvic and perineal pain. [Ultrasound pelvis] on (B)(6) 2022: history: excessive and frequent menstruation impression: abnormal ultrasound. There is a 1.8 cm endometrial mass coming off the anterior wall of the endometrium and in anteverted uterus. It¿s in the upper border of the endometrial cavity. The mass may be a prolapsed necrotic submucosal leiomyoma. The most recent follow-up information incorporated above includes data received on: 13-oct-2023: reporter and patient information, medical history, lab data, lot no., indication, drug stop date, event onset date, non drug treatment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 3195 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.